Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized. The mother reported the customer was not feeling well and was vomiting as a result of their high blood glucose. It was also found the customer had a hard time breathing. The customer's blood glucose was unknown at the time of incident. The mother declined to return the insulin pump for analysis.